Event description:
The customer contact report that during preventative maintenance testing at the user facility, the device did not alarm when the distal occlusion was present. There were no reports of adverse pt effects and no reported delay in clinical therapies while the device was in clinical use. No medical interventions were reported. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.